Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide, model: ust400, 14421-aw rev h 01/16. Using the pod 5: warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Living with diabetes 9: advises: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
It was reported that a patient received skin irritation at the infusion site while wearing the pod between 4 and 24 hours on the abdomen. The affected area was red, itchy, and bleeding. As treatment, a prescription of triamcinolone 1% was provided by physician and directed to administer 2 times a day as needed.